Event description:
The pump was returned for investigation. Investigation revealed intermittent functionality of the contrast, up and down buttons and contamination under all the key contacts. This report is made based on results of investigation completed on 10/08/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2014 with the following findings: the keypad cover was observed to be torn between the up and down buttons. The contrast, up and down buttons responded intermittently to testing. The keypad cover was removed for further investigation and contamination was found under all the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).